Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported the biopsy valve fell off of two olympus fiberscopes. The first scope was captured under patient identifier (B)(6), this report is capturing the second scope from the same event. The serial number for the second scope was not provided and is currently unknown. According to the initial reporter, this event happened prior to the procedure during pre-cleaning while attempting to take the scope apart for cleaning. Reportedly, the intended procedure was completed and no patient harm or impact noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation and to correct information identified within the initial report. The following sections were corrected. A review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As no serial number was provided, we were not able to complete a device history record review. The IFU contains the following statements: ¿prior to storage, detach all removable parts from the endoscope.¿ a definitive root cause could not be determined. However, investigation believes a likely cause could be excessive force applied to the device when attaching or detaching the irrigation plug to or from the instrument channel port. Olympus will continue to monitor the field performance of this device.